Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Was the device on a vessel/artery when it would not open? No, just omentum/fatty tissue.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, while taking down adhesions, the doctor clamped down on tissue, completed the transection, attempted to open the jaws of the instrument, the jaws wouldn't open and the handle wouldn't release the jaws to open. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2018. Batch # p94k28. The device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.